Event description:
It was reported that multiple of the same cartridge alarms occurred during the load sequence. Customer's blood glucose (bg) was 445 mg/dl. A correction injection via manual injection was administered to address bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm kept recurring. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.